Event description:
It was reported that during a diagnostic laparoscopic procedure, they could not put water into the needle. It was blocked. A new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.